Manufacturer narrative:
Guangdong province the device was returned to olympus for inspection, and the reported failure was conformed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the product exhibited air leak in the (electric-pneumatic) proportional valve and printed circuit board. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and due to additional information received. Updated fields: d4, d8, d9, h2, h7 corrected fields: e3, h9, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cr (printed circuit) board failure, air leak in the (electric-pneumatic) proportional valve and missing image on the front panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.